Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number#(B)(6)is a concomitant and this file has captured the correct suspect device with serial number# (B)(6)as per investigation report. Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, g, b, c, d codes and manufacturer narrative. Correction : medical device serial #, device manufacture date. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd

Event description:
It was reported that there was an over infusion clindamycin. The clindamycin was intended to infuse a 50ml bag at a rate of 100ml/hour. However, the infusion of 50ml completed within 5 minutes. The customer believed the pump channel in question. Was the left most channel "channel a". There was patient involvement but no harm.

Event description:
It was reported that there was an over infusion clindamycin. The clindamycin was intended to infuse a 50ml bag at a rate of 100ml/hour. However, the infusion of 50ml completed within 5 minutes. The customer believed the pump channel in question. Was the left most channel "channel a". There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.